Manufacturer narrative:
Describe event or problem updated to clarify event details. Concomitant product/therapy updated. Date of event is approximate. The product was not returned to boston scientific; therefore no physical or visual analysis could be performed. A review of the ams 800 hazard analysis was completed. Urinary retention is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this event does not represent a new or unanticipated event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The reported observations could not be confirmed as the event could not be reproduced or substantiated. Based on this investigation, a clear probable cause for the event cannot be established.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus). The patient experienced urinary retention but remained able to void intermittently through the use of catheters. While the device was reported to function as intended, a decision was made to remove and replace the aus. There were no additional patient complications reported.

Manufacturer narrative:
The exact event date is unknown. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components of device system: model number/ catalog number: 72400023, batch/ lot number: 701746002, model/ catalog description: balloon fgs . Model number/ catalog number: 72404127, batch/ lot number: 721737004, model/ catalog description: control pump with iz.

Event description:
It was reported that the patient has been doing well since his artificial urinary sphincter (aus) implantation. However, the patient recently experience problems with urinary retention, voiding was possible at times. The balder was drained trough intermittent catheterization. The physician does not believe that device placement played a role, the device was functioning properly. No patient complications were encountered post procedure.